Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that thirty-three packets of product code hs6855h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: after investigation, the patient's specific gender and age were unknown. Additional information has been requested and received. ¿ was the needle piece(s) retrieved during the same procedure? The surgeon used the hs6855h for vascular sewing in a continuous suturing manner (the specific suture vessel name was unknown). In the suturing process, the needle detached and the needle fell into the patient. The surgeon immediately looked for the detached needle and found it. After removal of the needle, the integrity of the needle was checked., ¿ was there any change in the patient¿s post-operative care due to the prolonged procedure? After confirming that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The doctor routinely closed the abdomen and end the surgery due to too long time in retrieving the needle. The surgery was planned to be performed electively. ¿ were there any patient consequences? This event led to an extension of surgery time by approximately 2 hours and a second surgery ¿ procedure/event date? The patient underwent surgery in hospital in august 2023 (the specific date of occurrence was unknown) (the specific patient's diagnosis and surgical name were unknown). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was additional dissection required in other organs/tissues other than the target tissue? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown endoscopic surgery on an unknown date in (B)(6) 2023 and suture was used. A pull off suture needle occurred during surgery. The needle fell into patient's body. The surgery was prolonged for about 2 hours to look for and retrieve the needle. The patient is currently stable. The 1 actual sample was discard. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Please describe the second procedure that was required for this suture event. Did the surgeon close the abdomen and then need to re-open the abdomen to remove the needle? Did the second procedure occur on the same day as the initial procedure or on a later date? Please provide date of second procedure did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.